Manufacturer narrative:
Date sent to the FDA: 12/16/2015. It was reported that during the procedure, suture was used on muscular mucosa subcutaneous skin and the tissue was normal. At the second day of post-op, the patient experienced wound split, inflammation, swelling and pus. It was also reported that disinfection, suture removal and bidet were used as a medical intervention. The surgeon opined that the is a doubt about the effect of suture material on wound healing. The patient has been discharged. (B)(4).

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. Actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: je8cdka0 mfg. Date: 05/01/2015, exp.: 10/31/2020, hp8drdz0 mfg. Date: 12/01/2014, exp.: 12/31/2019. In addition, a review of the batch manufacturing records was conducted for the possible batch numbers and the batches met all finished goods release criteria.

Event description:
It was reported that a patient underwent delivery procedure on (B)(6) 2015 and suture was used for perineal side incision. The patient's perineal incision site had a purulent point and was a little red on (B)(6) 2015. The surgeon performed disinfection, cleaning, and removed the suture. Additional information has been requested.